Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug for an unknown indication for use. It was reported on 2017-mar-10 that the hcp was currently in the operating room placing in a new pump. It was related that the hcp had placed in the new pump and catheter and was about to close up but then noticed there was leaking at the sutureless connector site. It was also noted that the hcp was not able to aspirate. It was indicated that the hcp had disconnected and reconnected the sutureless connector a couple of times and now was unable to remove it. It was going to be the third time the hcp was disconnecting it. They had tried most things the representative could think to use to remove the sutureless connector. It was noted that the hcp had removed the plastic piece of the sutureless connector and had tried using a hemostat to remove it. It was stated that the metal of the sutureless connector may have been bent at that point from the hcp try ing to remove it. It was indicated that the representative would have the hcp try pulling the plastic piece back up and make sure they were using the hemostat over the two black dots on the sutureless connector as recommended. It was stated the representative was not sure what she would do if it didn¿t work since she did not have another 40cc pump with her. No symptoms were reported. Additional information was received from the representative later that day on 2017-mar-10. It was reported that they were able to get the connector off/were able to successfully disconnect the connector. It was noted that they peeled it off gently, ¿like a flower¿ and that everything was intact. It was indicated that they flushed to make sure good flush could go through the catheter access port (cap). The representative kept the connector and tubing to send in and it was stated they believed it was due to user error.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-14. The healthcare professional put the connector on without pushing the black dots. It was reported that the catheter was replaced because it was not draining and it was stated that the patient's low platelet count may have clotted the catheter. When the new catheter was placed, they were able to get the connector pin off of the pump. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter found user-related damage and tool-like markings on the titanium housing and retaining ring of the sc connector that is consistent with difficulty detaching the catheter from the pump during explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.